Event description:
The customer received a blood glucose reading of 300 mg/dl on the contour next link. The lab result was 110 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were not expected to be returned for evaluation. Replacement meter was sent to the customer.